Event description:
The customer contact reported, the device touchscreen could not be calibrated. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device touchscreen could not be calibrated. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen response was intermittent and the device touchscreen could not be calibrated. During a review of the device history 'touchscreen: fail' and 'button ID:invalid' alarm codes were noted. A visual inspection found contamination due to fluid spillage on the edge at the bottom of the device touchscreen. The probable cause was due to fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.